Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a micro-filtration device was removed during a secondary procedure because the patient was concerned with endothelial cell loss. No cell counts and no other patient impact was reported. Additional information was requested.

Manufacturer narrative:
One stent was received in a container. The stent was visually inspected and damage consistent with removal was observed; the stent body is compressed, damage and delamination among the retention rings, and foreign material within the stent and on the outside of the stent is present. The foreign material is consistent with surgical debris. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned stent confirms the entire stent was explanted; however sufficient clinical data was not received for why the stent was explanted, and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).